Manufacturer narrative:
(B)(4). Evaluation: no method, results or conclusions can be made at this timethis is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 5 of 8. The technical service representative (tsr) instructed the cg to close all clamps and transfer set. The tsr also instructed the cg to cycle power to clear the alarm. The tsr explained se 2240 indicates a large amount of air has entered setup. The cg confirmed a spare clamp was left open. The cg stated she would complete the therapy manually and notify the peritoneal dialysis nurse of the alarm. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
The customer reported error code 1006 (unable to process test, background read failure) generated while processing patient samples. Architect reaction vessel lot 65740p100 was in use when the error code was generated. No impact to patient management was reported due to this issue.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.